Event description:
PICC introducer did not want to break apart and then the breakaway piece came apart from both plastic pieces leaving the breakaway inside the pt. The rn was able to get it out and the PICC was still successfully placed. The nurse indicated she put a hemostat on each side and then used the thinnest scissors to get it started. And then made sure a hole was made in the catheter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.